Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the symptoms were unclear at this time. The patient remained in the ICU and hcp questioned if the was a sacral decubitus infection. The hcp was ruled out pump and catheter meningitis. The pump was tapped and the cerebrospinal fluid was negative. There was no infection noted. The patient's weight was 44kg. It was noted the current status was the pump was working well with no infection or meningitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. On (B)(6) 2020 the hcp reported that over the weekend the patient started having infection symptoms, fever, and osteomyelitis. The doctors wanted the hcp to test the drug in the pump to see if it was infected or not. The hcp stated that she did feel comfortable removing the drug but did not feel comfortable filling the pump back up with drug if no infection was found. No further complications have been reported as a result of this event.